Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 601 module. The initial result was 10000 mui/ml with a data flag. The sample was repeated with a 1:100 dilution and the result was 65.85 mui/ml. The sample was repeated on another module and the result was 31000 mui/ml. The sample was repeated on the same analyzer as the initial result and the result was 10000 mui/ml with a data flag. The sample was repeated with a 1:100 dilution and the result was 29441 mui/ml.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. The investigation is ongoing.

Manufacturer narrative:
The system's alarm trace showed multiple "abnormal sample probe movement" alarms, indicating issues with the sample liquid level detection (sample quality/sample aspiration). The investigation determined the issue was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.